Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump continues to drip insulin after letting go of the act button or insulin was squirting out. The reservoir cap was exposed to moisture. Customer inserted another reservoir. Customer was able to fill infusion set. Customer did not hear the piston touch the reservoir. The drive support cap did not appear to be damaged. Customer thinks the piston on the device was not straight. Customer will revert to another device. Customer did not know blood glucose level. No further information reported.